Event description:
It was reported that the analyzer kept locking up, even after reboot. The analyzer was replaced, however, the issue remained. Also, the touch pen had a calibration issue. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event. The device was extensively evaluated and the issue could not be duplicated. It was noted that the system fan was noisy and the antenna was intermittently out of specification.